Event description:
It was reported that the guidewire (subject device) was intended to be used in the medical procedure. However, when the microcatheter was advanced along the guidewire, it was discovered that the guidewire tip had lost control, and angiography confirmed that the distal segment of the guidewire had fractured within the anatomy. The remaining proximal portion of the fractured guidewire was withdrawn from the body. The physician then attempted to retrieve the retained guidewire tip fractured segment using various methods, including guidewire entanglement, small balloon compression, and retriever stent capture, but all attempts were unsuccessful. Consequently, the procedure was terminated. The patient is currently in a stable condition. No further information available.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the guidewire tip was positioned in a straight portion of the left middle cerebral artery's m2 segment. Subsequently, as the microcatheter was advanced along the guidewire, it was discovered that the guidewire tip had lost control, and angiography confirmed that the distal segment of the guidewire had fractured. The remaining proximal portion of the fractured guidewire was withdrawn from the body. The physician then attempted to retrieve the retained guidewire tip fractured segment using various methods, including guidewire entanglement, small balloon compression, and retriever stent capture, but all attempts were unsuccessful. Consequently, the procedure was terminated. The patient is currently in a stable condition. Additional information provided indicates that continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was moderately tortuous. The device was not returned for analysis. Based on an assessment of all of the available information, it states that the patient's anatomy was moderately tortuous, it is unknown if this may have caused or contributed to the guidewire fracture. As a review of all available information fails to indicate an assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that the guidewire (subject device) was intended to be used in the medical procedure. However, when the microcatheter was advanced along the guidewire, it was discovered that the guidewire tip had lost control, and angiography confirmed that the distal segment of the guidewire had fractured within the anatomy. The remaining proximal portion of the fractured guidewire was withdrawn from the body. The physician then attempted to retrieve the retained guidewire tip fractured segment using various methods, including guidewire entanglement, small balloon compression, and retriever stent capture, but all attempts were unsuccessful. Consequently, the procedure was terminated. The patient is currently in a stable condition. No further information available.